Manufacturer narrative:
No other actions or treatment reported despite several unsuccessful attempts made by the manufacturer to obtain additional information. A request was made for the return of the suspect device and replacement product was sent.

Event description:
Reporter alleged customer had obtained discrepant blood glucose results on customer's advantage system when back to back testing was performed on the same meter as well when compared to the doctor readings. Reporter stated customer had been obtaining higher glucose results of 200-350 mg/dl, however, previous readings were 100-130 mg/dl so customer went to the doctor to have glucose tested. Reporter indicated customer's system read 268 mg/dl compared to the doctor's measurement of 72 mg/dl when testing was performed 1 minute apart. It was stated the doctor decreased the customers insulin dosage to his original dosage because the doctor had increased the dosage during the 3-4 weeks of alleged high glucose readings. Reporter indicated a different comparison of 320 mg/dl on the customer's advantage system compared to the doctor's measurement of 60 mg/dl when testing was performed 5 minutes apart. It was not provided the reason for customer's visit to the doctor. A different blood glucose comparison was reported back to back on the customer's advantage system of 279 mg/dl compared to 86 mg/dl. Reporter stated customer did not provide an exact time between tests other than the reference back to back.